Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoraco/wedge/segmental resection. No problem was noted in the first and second firing, however, when the black return knob was pulled back after the third firing was done, the jaw could no be opened. Add'l resection was required to release the device. The customer opened another stapler device and another sulu to complete the case with no further problems. The customer did not report if reinforcement material was used.